Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an error alarm followed by a frozen screen. The customer replaced the battery, but the insulin pump counted up to the number 7 and then froze again. Advised the customer to remove the battery for two hours, and call back if the issue is not resolved. Nothing further was reported.